Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
Patient called and reported that he had received an air detected in the cassette alarm during drain 4 of 5. Advised patient that it would be best to cancel the treatment at this point. While in step 9 (remove the cassette) there was a fluid leak. Patient stated that there are no holes or punctures in the cassette itself. The cycler was replaced. A follow up call was made to the patient's nurse who reported that there was no patient injury or prophylactic antibiotics provided.